Manufacturer narrative:
Complained product will not be not available.

Event description:
Head doesn't stay on as it starts vibrating. The metal part got stuck on the brush - oral-b [device breakage] case narrative: consumer via phone reported that their oral-b io toothbrush head did not stay on as it started vibrating and the metal part got stuck on the oral-b io toothbrush. No injury was reported.